Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. Technical services (ts) analyzed device episode data and advised to perform troubleshooting to reproduce the circumstances and adjust vectors. No adverse patient effects were reported. Currently, this s-ICD system remains in service.